Event description:
The ge service rep arrived on site to perform a pm case. Upon removing covers, he found that the wires to the power switch were disconnected. After e-connecting the wires to the switch, he found that the power was not on power control board and that the cb2 would not reset.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.